Event description:
During navigation towards the area of treatment, the stent dislodged from its original position, up to the end of the microdelivery catheter. No patient complications were reported to have occurred during this event.

Manufacturer narrative:
The subject device is not available for investigation because it was disposed of at the user facility. A review of the device history record was performed by the manufacturer on this lot of finished goods and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review showed that this lot met all required specifications at the time of the build. No other complaints have been reported on this lot. Due to the device not being returned for investigation, the manufacturer was not able to determine the root cause of the reported event.